Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an issue with the integrated electrosurgical unit (iesu). Caller stated the bipolar and monopolar were working intermittently and the unit was getting a c-34 fault. Tse reviewed the logs and confirmed the issue. It was noted that active CT machine was in the room. Tse explained the issue was related to electro magnetic interference. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system. The system initially powered on without errors. The team used energy activation cable (force triad) with a third-party generator to resolve the reported issue and continue the procedure. The procedure was completed robotically with the third-party generator connected with the energy activation cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the customer reported complaint was confirmed and replicated on erbe connected to the system. A review of the logs found an error confirming the issue occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit will be returned to the original equipment manufacturer for additional failure analysis. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a faulty electrical component inside the erbe generator indicated by error c-34. This error is caused by a lower voltage than expected during energy activation.